Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump is cancelling boluses without buttons being pressed. The reporter also stated that the pump will not retain all of the boluses programmed. The reporter stated that this issue started in (B)(6). The reporter stated that she has been reviewing the bolus history and even contacting the school to make certain the patient is programming the boluses. The reporter is then reviewing the history and giving the cancelled bolus amounts. The reporter denied any alarms occurring at the time of the bolus cancellation. The reporter did not have the pump in hand to review and was instructed by customer support to call back so the pump history and troubleshooting can be completed. The patient verbalized understanding. The reporter denied tactile issues with buttons or trauma to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the bolus history is incongruent due to time and date issues observed. The time and date reset to default settings due to the internal clock battery failed and were not updated correctly. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. The keypad was found to be intact and all buttons responded appropriately.